Event description:
A customer reported that the display on their insulin pump turned blue and became unreadable due to a hard impact. There was no adverse impact to the customer's blood glucose level. The issue affected the customer's ability to interact with the pump, so technical support arranged for a replacement pump. The customer, whose pump was still under warranty, was advised to use multiple daily injections (mdi) as a backup insulin delivery method. Technical support confirmed the shipping address and instructed the customer on putting the pump into storage mode, as well as returning the faulty pump using a prepaid label within ten days. The customer acknowledged the instructions.